Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step related to the remote alarm connector during testing. The device's interface board will be replaced to address the issue.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step related to the system board during testing. The customer rejected the estimate and the device was scrapped, per the customer's request.

Manufacturer narrative:
The device was evaluated but not repaired, pending customer approval of the estimate.